Manufacturer narrative:
Concomitant medical products: dtmb1d4 crt-d, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead's defibrillation coil exhibited a non-specific issue. During a system extraction for unrelated reasons, the lead was noted to be possibly fractured and the physician noted exposed conductors. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent ex-plant damage. If information is provided in the future, a supplemental report will be issued.